Event description:
It was reported that the healthcare provider manages the patient¿s condition but doesn't manage the patient¿s ins (stimulator). The patient notified him that another healthcare provider was wanting to potentially move the ins, move the lead and/or add another neurostimulator system to stimulate 'the other side of the bladder'. Something happened to the pocket but he wasn't sure and was planning on connecting with other healthcare provider. It was later reported by the managing ins healthcare provider that the stimulator rotated in pocket and this was determined upon physical examination. The patient will have revision of the pocket. The event cause was not determined and it was not device related. The patient was currently awaiting revision.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0fujh, implanted: (B)(6) 2014, product type: lead. (B)(4).